Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent primary breast augmentation with 750cc mentor memorygel breast implants experienced bilateral capsular contracture post procedure. Right sided pain, hardness, and sensitive were all noted. Additionally, the tenderness under the right armpit made it difficult for her to sleep. As a result, an explant and replacement with unspecified allergan implants was performed on (B)(6) 2019. The right sided capsular contracture was reported initially under 1645337-2019-11606 on (B)(6) 2019. On october 12, 2021 mentor received additional information and initial awareness of bilateral capsular contracture. This report relates to the left prosthesis.